Event description:
The customer reported that the device was dropped and the display broke.

Manufacturer narrative:
(B)(4): the customer reported that the x2 was damaged after a fall. At the time of this report, there are no details about how the device fell: whether it was a simple case of a person dropping the device (for example, while carrying it), or whether it fell unexpectedly from a mounting solution. This is being reported in abundant caution. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.